Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. The device has not been returned for analysis and therefore no further investigation can be performed at this time. Review of the DHR records confirms that there were no issues with the assembly of the lots (sub-assembly and top assembly), all rejects were accounted for during the DHR review. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported, from a personal interaction, that a patient underwent mechanical thrombectomy of the distal m2 segment of the middle cerebral artery (mca) using a 5mm x 22mm embotrap iii (et309522/ 21m111av) revascularization device. Per the event description, the embotrap iii device was used during the surgery to remove the thrombus at the m2 occlusion. After removing the embotrap, bleeding occurred. In addition to the use of an embotrap device, a concomitant microcatheter device (trak) was utilized during the procedure. A continuous flush was also performed. Post-surgery, it was reported that the patient recovered dramatically and ¿has been hospitalized¿. No other information was provided.

Manufacturer narrative:
Product complaint #(B)(4). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: it was reported, from a personal interaction, that a patient underwent mechanical thrombectomy of the distal m2 segment of the middle cerebral artery (mca) using a 5mm x 22mm embotrap iii (et309522/ 21m111av) revascularization device. Per the event description, the embotrap iii device was used during the surgery to remove the thrombus at the m2 occlusion. After removing the embotrap, bleeding occurred. In addition to the use of an embotrap device, a concomitant microcatheter device (trak) was utilized during the procedure. A continuous flush was also performed. Post-surgery, it was reported that the patient recovered dramatically and ¿has been hospitalized¿. No other information was provided. The device has not been returned for analysis and therefore no further investigation can be performed at this time. Review of the DHR records confirms that there were no issues with the assembly of the lots (sub-assembly and top assembly), all rejects were accounted for during the DHR review. Intracranial hemorrhage is a known complication associated with the use of the embotrap device and is mentioned in the instructions for use (IFU) as such. There was no reported device malfunction. However, the relationship between the embotrap device and the reported event cannot be excluded. Therefore, the event will be conservatively reported to the FDA with the classification of ¿serious injury¿. The file will be re-reviewed if additional information is received at a later date. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Product complaint # (B)(4). Section e1. Initial reporter phone: (B)(6). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.